Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a frayed guidewire is confirmed; however, the exact cause is unknown. One photograph of a guidewire and one photograph of an open kit tray was returned for evaluation. An initial visual observation of the first photograph showed fraying at the distal end of a guidewire. Use residues were observed on the guidewire in the returned photograph. An initial visual observation of the second photograph showed an opened kit tray with a groshong nxt clearvue catheter, a groshong nxt connector piece, a suture wing, gauze, and tweezers. No guidewire was observed in the second photograph. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2026, a patient in the hematology department underwent ultrasound-guided PICC catheter placement in the right brachiocephalic vein. During the procedure, the guidewire could not be withdrawn upon retraction. The director of vascular surgery was summoned to assist in removing the guidewire and catheter sheath. It was discovered that the tip of the guidewire had bifurcated into a hook. The tip hook of the guidewire forked, preventing the sheath from being withdrawn and causing it to become lodged in the patient's blood vessel. After a dual verification process, the intact front end of the guidewire was successfully retrieved. After removing the guidewire and sheath, the PICC catheter could not be advanced, resulting in a failed placement. A new PICC catheter and kit were successfully inserted via the left brachial vein. This incident prolonged the placement procedure. The right arm was secured with sterile dressing and compressed with an elastic bandage. No ecchymosis or swelling occurred in the right arm. It was reported this occurred with 2 devices. This report addresses both devices.